Event description:
It was reported by service report that the bed would not go up or down from the siderail controls or the footboard. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result and conclusion: bed required potentiometer limit burn-in, bed was also unplugged and plugged back in.